Event description:
Info rec'd via complaint is stated as follows: cuff leakage was noted within five (5) hours after the insertion. The patient was inserted with endotracheal tube at the operating at about 1:00pm and then the cuff leakage was noticed at about 5:00pm after patient was transferred to the ICU.

Manufacturer narrative:
Based on the available info, this event is deemed a reportable malfunction. There were no reports of a patient being harmed as a result of this malfunction. It is reported because the cuff leaked, the device was removed from use. No add'l patient/event details have been provided to date. A return sample for evaluation is not expected. Should add'l info becomes available, a f/u report will be submitted.